Event description:
Event description: it was reported that the patient had an adverse event. The patient had a pericardial effusion. The incident occurred during the placement of a watchman device from boston scientific. The patient was under mac sedation and suddenly developed difficulty breathing and bradycardia. Intracardiac ultrasound showed that the patient had a significant effusion. The patient was intubated and a pericardiocentesis was completed. About 160 cc of fluid was removed. The patient was stable on transfer to the intensive care unit (ICU) with the pericardial drain in place. The boston scientific representative was present and stated that the effusion could have been caused by the delivery sheath when it dropped down by the mitral valve. The watchman device was deployed. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".